Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of 127 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options and noted a gradual rise in rv and left ventricular pace impedances as well. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of 127 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options and noted a gradual rise in rv and left ventricular pace impedances as well. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 59 millimeters from the terminal end; only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Root cause determination for the gradual rise in shock impedance is ongoing.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of 127 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options and noted a gradual rise in rv and left ventricular pace impedances as well. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The rv lead was surgically abandoned. No additional adverse patient effects were reported.